Manufacturer narrative:
H.6. Investigation summary : no samples (including photos) were returned as of 14 may 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9210965. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time h3 other text : see h.10.

Event description:
It was reported that plunger issues occurred during use with a relion® insulin syringe. The following information was provided by the initial reporter, "consumer reported plungers hard to move during injection. Drawing up is fine - no issues drawing up. Consumer does not reuse or store the 70/30 insulin in syringe. Places equal amounts of air versus insulin, 80 units. Lot #: 9210965 catalog#: 328519 date of event: last 10- 12 boxes. Unknown lot numbers. Same item size/number. Claims 90 percent of the box. Unknown dates. Samples status from this current box yes lot # 9210965."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9210965. Medical device expiration date: n/a. Device manufacture date: 2019-08-28. Medical device lot #: unknown medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that plunger issues occurred during use with a relion® insulin syringe. The following information was provided by the initial reporter, "consumer reported plungers hard to move during injection. Drawing up is fine - no issues drawing up. Consumer does not reuse or store the 70/30 insulin in syringe. Places equal amounts of air versus insulin, 80 units. Lot #: 9210965. Catalog#: 328519. Date of event: last 10- 12 boxes. Unknown lot numbers. Same item size/number. Claims 90 percent of the box. Unknown dates. Samples status from this current box yes lot # 9210965."